Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. There was no confirmation that the 12 lead button had any correlation with the reported power failure. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device lost power three (3) times during a sales presentation. It was reported that when the 12 lead button was pressed, it lost power. There was no patient use associated with the reported failure.